Manufacturer narrative:
The investigation of pump stop has been completed. The data logs were returned and investigated. There was an alarm with a motor current spike to 30000 ma while the pump was undergoing weaning at p2 at the end of the case when the pump stopped and was explanted. Since the motor current spiked to 30,000, the cause of the failure was electrical-related. At that time, the pump was ran for 279 hours ie almost 12 days which is past the design life cycle of the cp pump per design trace matrix. The returned product was tested for electrical resistances and all motor phases were found to be open. V+/v- was 5600 ohms. The catheter and patient cable to kink protects bonds were checked and found to be sufficient. No kinks in the catheter or kink protector were observed. Evidence of a detached monkey fist bond and motor cable twisting within the red handle. Evidence of damage to the conductive material in the red and green motor cables and evidence of necking and conductive material damage to the white motor cable. The root cause of the pump stop issue was most likely an motor cable line open electrical due to excessive force applied to the catheter. D.9 date device returned/information was added. E.1 added fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26436.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support (mcs) had a noted possible pump "failure" 4 days after start of support and noted pump "stop "12 days into support. The patient was cannulated peripheral venoarterial extracorporeal membrane oxygenation (va ECMO) in the emergency department before being transported to the catheterization lab. Angiogram showed chronic total occlusion of the left anterior descending artery and 90% occlusion of the left circumflex and mid right coronary arteries. The impella was inserted and initiated; the patient was transported to another facility for care. Four days into impella cp support, a report of possible pump failure was noted. No further information was provided. Following now after 12 days of patient support the impella was dropped to performance level p-2 with an anticipated possible removal within the next couple of days. However, the pump stopped. The patient remained hemodynamically stable. The heart team followed protocol until moved to the catheterization lab for removal of the impella cp which was successfully completed. There was no harm to the patient as a result of this event.